Event description:
It was reported that a cartridge alarm occurred during insulin pumping, as verified by pump history. There was no information regarding any impact on the customer¿s blood glucose level. The pump was replaced under warranty, and the customer was informed about the replacement process, including instructions for returning the faulty pump to tandem, though they declined to share their backup therapy plan.